Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed away approximately ten and half years ago due to heart failure. The deceased's family members indicated that they felt the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were related to the patients passing.